Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The reported event was observed on a functional demo device. The rest rate was a programmable parameter and operational when the device was programmed in aair pacing mode, which was unexpected by the user.